Event description:
The device gave a blood glucose result of 709 mg/dl at 12:04 am. During trouble shooting found a result in memory for 12:04 am as 601 mg/dl. It was reported that the caller took insulin based on the result displayed and 1.5 hours later received a result of 58 mg/dl. The reporter drank some apple juice and ate crackers. A request was made for the return of the suspect device and replacement product was sent.